Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulties charging the pump. Reportedly, the issue resolved on its own while using the same pump charging supplies. Customer¿s blood glucose level was 144-145 mg/dl.